Manufacturer narrative:
The customer, supported by a beckman customer technical specialist, performed troubleshooting and replaced the sample syringe to resolve the issue. The customer verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high patient results for sodium and chloride on their au5800 clinical chemistry analyzer. The results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.